Manufacturer narrative:
Eval summary: the analysis results confirmed that the jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was scissoring. Another device was used to complete the case. There was no consequence to the pt. One device being returned.